Event description:
Mrn (medical record number) (B)(6) was taken to the electrophysiology laboratory where the left infraclavicular region was prepped and draped in the usual sterile fashion. Subsequently the skin and soft tissues were infiltrated with approximately 30ml of 1% lidocaine. An incision was made through the previous scar and utilizing blunt and electrocautery dissection the device pocket was entered. Insulation failure near the proximal portion of the right atrial lead was appreciated. The defibrillator was removed from the pocket and the leads were carefully dissected from their adhesions. Under fluoroscopic visualization, the left axillary vein was engaged with a 19-gauge needle. A j-tipped guidewire is passed through the needle and positioned in the inferior vena cava. A pursuing suture was secured with 2-0 vicryl suture. A 6-french sheath (illegible) sheath was advanced over the guidewire utilizing a modified seldinger technique. The guidewire and sheath introducer were removed. The new right atrial lead was identified as a biotronik model 377177. This lead was advanced and positioned within the right atrium. The active-fixation mechanism was deployed such that the lead was attached to the endocardium. After appropriate pacing and sensing functions were determined, the 6-french sheath was peeled and line pressuring suture was secured. The right atrial lead was tied to the prepectoral fascia utilizing 2-0 ethibond suture. The right atrial lead was removed from the defibrillator and was cut such that the affected portion could be returned to the manufacturer for further evaluation. A lead cap was fashioned and secured in place with 2-0 silk ties. The defibrillator was disconnected from the leads and the leads were tested and found to be functioning appropriately. The device pocket was then flushed with copious antibiotic solution and evaluated for hemostasis. Hemostasis was achieved. The new defibrillator was brough to the "op".